Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl, resulting in high ketones and admission to the intensive care unit (ICU). A manual injection was administered to address bg, and customer was treated with intravenous fluids of saline and insulin. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.